Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic sterilization . Event description: the product was opened before the procedure started and upon inspection by the surgeon before usage she saw that the blade did not want to retract. It was not used during the procedure and was not in contact with any bodily fluids or the patient. No one was hurt during the procedure. Patient status: was not in contact with any bodily fluids or the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit. However, the complainant¿s experience could not be replicated or confirmed as the returned unit performed as intended. The returned unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event was not reportable as it is unlikely to cause or contribute to death or serious injury. G3: the date has been corrected from (B)(6) 2021 to (B)(6), 2021.

Event description:
Procedure performed: laparoscopic sterilization. Event description: the product was opened before the procedure started and upon inspection by the surgeon before usage she saw that the blade did not want to retract. It was not used during the procedure and was not in contact with any bodily fluids or the patient. No one was hurt during the procedure. Patient status: was not in contact with any bodily fluids or the patient.